Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a revision is planned due to an allergic reaction. The patient has had the joint implanted on the right side for two years and developed an "inflammatory process due to the material in which it is manufactured", the surgeon needs to remove this prosthesis and put in titanium. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The patient developed an inflammatory reaction and received antibiotic treatment for 12 days: therefore the complaint is considered confirmed. Two x-rays and one CT slice was provided. The first x-ray shows right sided tmj components and at least seven screws that are seated. The panoramic x-ray shows the right fossa component with four screws purchased in the fossa, the mandible component, and four imf screws to hold the occlusion. The mandible component may be a patient matched implant. In the CT slice, there appears to be some slight tissue difference between the left (thinner) and right (thicker) sides of the face, however, it cannot be determined if this is swelling or preexisting anatomical differences. No product was returned and no inspections could be performed. It was suggested that the inflammation was due to an allergic reaction; however, this could not be confirmed as no test results, pictures, or physicians reports were provided. Device history record (DHR) review was unable to be performed as the part numbers and lot numbers of the devices involved in the event are unknown. The instructions for use (IFU) for this product provides situations in which these implants should not be used. It states in the section titled contraindications: 6. Known allergic reaction to any materials used in the components. Note: patients with known or suspected nickel sensitivity should not have co-cr-mo devices implanted since this material contains nickel. 10. Patients with a foreign body reaction due to previous implants the IFU also states in the section titled adverse events: adverse events that may occur following placement of the total tmj replacement system are listed below. See tables 7 and 8 for more detailed information on adverse events from the clinical trial. Removal of components(s) including, but not limited to the following: infection (systemic or superficial). Foreign body or allergic reaction to implant components facial swelling and/or pain. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device evaluated by manufacturer and not returned to manufacturer.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the patient was on antibiotics for twelve days, then they were to evaluate the status.